Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the authorized service provider (asp) regarding a v60 ventilator, indicating that during servicing, it was observed that the electrical test failed as a result of the power cord breakage. As a result, the power cord was replaced. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. It was confirmed that no patients were involved at the time the issue was discovered.